Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damaged usb port was observed. Customer reported for: ¿no power ¿ test strip and button¿. Usb port was observed to show burn and contamination. The returned reader was further investigated and de-cased. Performed an internal visual inspection on the reader's pcba (printed circuit board assembly) .burn marks and components damage were observed. Usb port was observed to show severe burn marks. A further extended investigation was conducted. Visual inspection was performed using a digital microscope on the returned device and burn marks were observed on the usb port. Performed a further visual inspection, contamination due to liquid ingress was observed in the usb port as well as on the pcba (printed circuit board assembly). Data review is not required as glucose data readings would not give any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench to perform functional testing. The returned battery voltage was measured; however results were not within specific range. The returned battery was observed to be charged normally. No abnormalities were observed on the returned battery. The returned reader was powered on using a known good battery within the required specification,however,a white screen was observed. Off-current consumption testing was performed to check the current draw of the returned reader, and results were within the specification range for readers with an stm processor ,which indicated that the reader was not drawing excess electrical current from the battery. Additionally, a thermal inspection was conducted using a thermal camera and hotspots were not observed. A reader self-test was unable to be performed due to the inability to power on the returned reader. The contamination observed in the usb port likely caused an unintentional short circuit when connected to the power supply, which caused overheating and resulted in a burn mark on the usb port. Liquid ingress is known to affect the functionality of electronics and causing unintentional short circuits that may result in overheating and burn marks. Therefore, this issue is not confirmed due to user error due to contamination from liquid ingress. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. The cable and adapter have been requested back for an investigation and the customer agreed to return the device; however, at this time cable and adapter has not yet been received. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.